Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the pulse generator was found to be operating in backup vvi mode. Troubleshooting was not attempted due to normal battery depletion. The device was successfully explanted and replaced on (B)(6) 2015.

Event description:
New information noted that the patient had been lost to follow-up.